Manufacturer narrative:
A failed pm from september 9 2024 was detect in a retrospective case review. The complaint was created and investigation began on sept 10, 2025 on the day it was discovered. During routine preventive maintenance (pm) testing, an infusion pump failed the 30psi occlusion test, recording a result of 19.8psi, which falls outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no prior similar complaints. The failure mode was confirmed. The cause was determined to be a calibration issue. The device was recalibrated which resolved the issue. CAPA- zm2023-23 has been initiated to investigate the failure reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm) testing, an infusion pump failed the 30psi occlusion test, recording a result of 19.8psi, which falls outside the acceptable range of 22 to 38 psi. There was no patient involvement reported.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 complaint remediation. A failed pm from september 9, 2024, was detected in a retrospective case review. The complaint was created and investigation began on sept 9, 2024 on the day it was discovered. Reference to complaint#: (B)(4).